Event description:
A customer reported "3021 leak sensor s701 detected" error message on the aia-360 analyzer. The customer stated that the error occurred six times. A technical support specialist (tss) instructed the customer to reboot the analyzer, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. By phone, the fse confirmed the issue with the customer. The fse assisted the customer in locating the s701 sensor and was informed that the sensor was wet. The fse instructed the customer to dry the sensor with a lab wipe and to blow canned air on the area to ensure it was completely dry. Fse could not determine the cause of the reported event. The resolution was verified by the customer running tests without the reoccurring error. No further action required by the fse. The aia-360 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [3021] leak sensor s701 detected description: leakage sensor s701 activated. Troubleshooting: contact the service department. The most probable cause of the reported event was unable to be established as to why the sensor (s701) was wet.